Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the results confirmed the reported event. In addition, an error code occurred due to abnormal fan noise, and the resistance value was found out of specification (endoscopic position detecting unit connector continuity). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the entire screen of the video system center turned gray, regardless of the status of peripheral devices when powered on. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.